Event description:
Initial report: this non-serious spontaneous case report from (B)(6) reported by a nurse on 13-oct-2010, upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received poly-l-lactic acid on (B)(6)2009 and (B)(6)2009, injected into the nasolabial folds, temples, cheek lines, and hands. Poly-l-lactic acid was reconstituted with 5 ml of sterile water and 2 ml 2% lidocaine. On (B)(6)-2010, 13 months after the last injection, the patient developed granulomas on the right temple, right cheek, and both hands. The lesions, 5 on the right side of her face, 7 on her right hand, and 4 on her left hand were 1-2 mm in size. There were no signs of inflammation and no evidence of a systemic process. No biopsy was performed. There was no evidence of permanent impairment of a body function or body structure. Relevant medical history: fitzpatrick skin type ii, no history of immunological or collagen-vascular disease. Relevant concomitant medications: not reported.